Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device has not been returned for evaluation. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. An investigation was completed by the OEM and determined that the definitive root cause could not be determined to identify the failure mode. The probable root cause has been determined to be attributed to the mating mechanism within the handpiece in which gears within the handpiece have became misaligned or worn. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the handpiece device is not functioning as intended, not responding and not working. The motor was defective. The issue occurred during preparation for use. The intended procedure was completed using another handpiece. Serial number used was not provided. There was no patient involvement, no user injury reported.